Event description:
Provider alleges the physical therapist noticed that during physical therapy session with the end user when the one arm drive lever on the 9xt wheelchair is in the forward position the lever is hitting the arm rest where it locks in the chair causing it to go out of gear.